Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device didn't rotate. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The tissue pad detached was not returned. The device was assembled and disassembled to a handpiece without any difficulty and rotates freely; the instrument was connected to the generator and it activated during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU can also result in removal of the pad during use. No conclusion could be reached as what may have caused the reported incident.